Event description:
During a laparoscopic burch procedure, the needle broke while passing through cooper's ligament. An x-ray was performed post-operatively to locate the needle. A reoperation was performed and the needle was not located. The hosp has reported the pt is in satisfactory condition.